Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 601 mg/dl. Emergency medical services assisted, and the customer was hospitalized, where hyperglycemia was treated with an intravenous (IV) insulin drip. Ketone testing was performed, and results were consistent with hyperglycemia, and this was also treated with an intravenous (IV) insulin drip. The customer reported symptoms including confusion, feeling sick/unwell, tiredness/weakness, altered vision/vision changes, increased thirst and could not speak right. The event involved product(s) mmt-242a, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The customer reported a discrepancy between sensor glucose and blood glucose.. The sensor glucose value was 165 mg/dl, while the blood glucose value was 590 mg/dl, resulting in a difference of 425 mg/dl. No further patient complications were reported. No product return is required for mmt-242a, mmt-332a, mmt-7040a, mmt-1884.